Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing piece of the shell (0-25%). Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken with non-penetrating nicks assessed as surgical impact, non-penetrating nicks and 25% of the shell is missing assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.